Event description:
The customer ran blood glucose tests on 2 contour meters and received readings of 419 and 170mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Only the meter information was provided and the call ended before further information could be obtained. Product was not replaced.